Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reev0161 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reev0161 ) have been reported from the same facility.

Event description:
It was reported when patient receiving contrast for CT scan, staff noted leakage at PICC exit site. On assessment nurse noted leaking, dressing removed. Sodium chloride instilled and noted leaking at area above securacath. Dwell time of PICC x 80 days. PICC inserted (B)(6) 2021 for administration of chemotherapy due to regimen.